Event description:
It was reported that a hemorrhage occurred. A left atrial appendage closure procedure was performed. Activated clotting time (act) during the procedure was less than 350 seconds. The patient was on xarelto post procedure. Five (5) days post procedure the patient reported having bilateral lower extremity weakness. The patient presented to the emergency department and a magnetic resonance imaging (MRI) was completed. A bilateral intracranial bleed was noted and treated with bilateral burr holes. The patient was still in the intensive care unit as of (B)(6), 2022.

Manufacturer narrative:
Event date and implant date estimated since unknown.

Event description:
It was reported that a hemorrhage occurred. A left atrial appendage closure procedure was performed. Activated clotting time (act) during the procedure was less than 350 seconds. The patient was on xarelto post procedure. Five (5) days post procedure the patient reported having bilateral lower extremity weakness. The patient presented to the emergency department and a magnetic resonance imaging (MRI) was completed. A bilateral intracranial bleed was noted and treated with bilateral burr holes. The patient was still in the intensive care unit as of (B)(6) 2022. It was further reported that the patient has been discharged from the hospital. It is unknown what caused the brain hemorrhage. It just occurred spontaneously six days post procedure.

Manufacturer narrative:
B3: date of event corrected from 10/19/2022 to 10/11/2022. D6a: implant date corrected to (B)(6).